Event description:
A wheel on the rollator came off and end user fell. He was evaluated in the emergency room. No fractures identified.

Manufacturer narrative:
The end user was ambulating with the rollator when apparently one of the wheels came off and he fell. The rollator is approximately 5 years old. He was taken to the emergency room for evaluation. He bruised his legs and arms. No serious injury, no fractures. The end user is doing fine. The sample was evaluated. The right front caster was not attached when received. The aluminum insert in the main frame was worn. The lowest 4 threads were stripped and would not be able to hold the caster in place. The stripped threads would have caused the wheel to become wobbly and this should have been identified during maintenance as well as during use. The left front caster was still attached and both casters showed signs of maintenance as there were tool marks on the nuts. The event appears to be related to insufficient maintenance.